Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a patient data code when interrogated by a programmer. Technical services (ts) explained the nature of this code and how to resolve. It was noted that the patient has a scheduled appointment in clinic where resolution will occur. No adverse patient effects were reported. Currently, this s-ICD remains in service.